Event description:
The customer reported the device alarmed due to a low leak co2 rebreathing risk reference failure. There was no patient involvement.

Manufacturer narrative:
The gas delivery system was returned to the manufacturer for failure investigation. The failure investigation technician found the u1 was defective which created the low leak-co2 rebreathing risk reference failure.